Event description:
It was reported that the peek spacer broke after two taps of the hammer during implantation. The broken implant was replaced to a new one. No patient complications were reported.

Manufacturer narrative:
(B)(4). Macroscopic and optical inspection confirms the implant is broken into multiple pieces, with at least one portion not returned for analysis. The implant is broken on one side with fracture surface "rays" emanating from the center of the threaded attachment hole. Witness marks are also noted on the top face of the implant. This suggests the implant was pre-loaded due to misalignment of the inserter to the implant, when struck with the hammer, the design limits of the implant were overcome, resulting crack propagation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.